Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported to material rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, a non-abbott device was used to complete the procedure. The patient recovered and was discharged from the hospital. No additional information could be provided as the physician was too busy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation caused by another device. The graftmaster 2.8 x 16 mm covered stent system balloon ruptured during deployment. There was no resistance during sheath removal or advancement. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.